Manufacturer narrative:
(B)(4). Labeling indicates: during the warmup period, neither device will provide any sensor glucose readings. Your sensor glucose readings begin after the two-hour sensor warmup has passed and you entered the initial two calibration bg values into either the smart device or the receiver.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient experienced a severe hypoglycemic event during the sensor warm-up session period. It was indicated that the patient's blood sugar was reading 47 mg/dl at the time of event and was treated with glucose tablets. It is unknown who treated the patient as no further event details were provided. No additional patient or event information is available.